Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards lifesciences, as it remains implanted in the patient. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, the valve malposition was caused by procedural factors (valve was deployed without full expansion secondary to valve movement on balloon). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, the operator reported the 23mm sapien 3 valve was deployed without full expansion and landed too aortic. Balloon aortic valvuloplasty (bav) was not performed. A percutaneous transluminal angioplasty (pta) on external iliac artery (eia) was executed prior to the tavr procedure. Following this, the esheath was advanced without difficulty. The 23mm commander delivery system was able to be advanced through the esheath, although resistance was felt. During the valve alignment, resistance was felt, although the valve was able to be aligned. It was also reported that the valve moved on the balloon and seemed to have dove into the flex tip. This "dive" was resolved by adjusting the position of the flex tip. Just prior to valve implantation, it was noticed that the valve moved approximately 3mm towards the aorta. The valve was inflated without correcting the position and the aortic side of the valve did not inflate. The operator tried to move the balloon towards the unexpanded end of the valve; however, the balloon ruptured. It was concluded that the valve was on the non-coronary cusp (ncc) and not able to be moved. The delivery system was removed smoothly. As the valve was not fully inflated, the patient¿s hemodynamics were not stable therefore cardiac massage was applied, and the patient was intubated. With percutaneous cardiopulmonary support (pcps), the patient¿s hemodynamics recovered. Post dilation was executed with a non-edwards balloon. No anomalies were detected in valve function. The operator stated that the calcification may have caused by the calcification. The operator felt resistance during the valve alignment. The access route was reported as narrow, calcified, and tortuous (at thoracic-abdominal area). The minimum luminal diameter (mld) of access vessel was reported as 5.8mm. Note: this event description pertains to the valve.

Manufacturer narrative:
B1: there was no "product problem.